Event description:
It was reported that the lead warning tripped due to an impedance spike, and high impedence. Also noted was a polarity switch. It was also reported that there was no unipolar capture and patient had rate of 30bpm. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.